Event description:
An ambulance was driven to a training site and paramedics were conducting class at the site when the instructor left the building to retrieve the device from the ambulance. According to the reporter, the instructor observed smoke from the device's storage compartment and the device's case burned and melted near the auxiliary power supply connector. No adverse effects were reported as a result of the alleged malfunction.